Event description:
It was reported customer was experiencing high blood glucose of 550 mg/dl, customer hasn't treated. Customer's mother stated she was attempting to take off the battery cap of the device and was unable to get it off. Customer was advised to use a quarter and a large screw driver, unable to remove it. Customer's mother was advised to discontinue use of the device if the battery was low and if continued use to monitor the device closely. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had a damaged battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.